Event description:
During surgery in 2004, a small piece of metal was noticed at the distal opening of the right main stem bronchus. The surgeon retrieved the object without incident. The metal piece was determined to be part of the fiberoptic scope.